Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The returned guidewire was examined before decontamination and the polytetrafluoroethylene (ptfe) coating was scraped on the guidewire. Analysis of the device revealed that the ptfe was scrapped off on several places between 24.0 and 34.0 cm from the proximal end. From the condition of the guidewire, it appeared that the torque device had been dragged down the guidewire ptfe, causing the ptfe to scrape off. While the torque device was not returned, the observed damage is consistent with damage from an insecurely tightened torque device. The device directions for use (dfu) was reviewed and the following was found: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to use error.

Event description:
Based on the analysis , it was reported that peeled ptfe (polytetrafluoroethylene) coating was found on proximal section of the guidewire (subject device). There was no impact to the patient. No further information is available.